Manufacturer narrative:
The device was evaluated by zoll medical japan. The customer's report was duplicated and attributed to defective multifunction cable and CPR connector. The multifunction cable and CPR connector were replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge and displayed a "cable fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.